Manufacturer narrative:
Tw #: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip came off. Metal was not detached, peel off inside the patient. The operation was completed using a spare vh-4000. There was no procedural delay. No health hazards to the patient. Per the photo, it shows that the tip of the heater wire has come off.

Manufacturer narrative:
Trackwise (B)(4). Updated section - b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 03/28/2025. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. An investigation was conduced on 04/01/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The shaft of the device closest to the base of the harvesting device was observed to be bent. No additional testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the photographic evaluation and the evaluation results, the reported failure "material twisted; bent wire" was confirmed, as well as the analyzed failure "material twisted/ bent shaft" was observed. The lot # 3000420114 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.